Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 8:00 am on (B)(6) 2010. It is not known when the patient tested her blood glucose last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with metformin twice a day (dosage unspecified). The patient confirmed that she continued with her usual diabetes regiment despite the alleged issue. Four hours after the alleged issue began, the patient claimed that she developed "splotchy vision and was hurting." The patient denied using any other meter to test her blood glucose. The patient did not report receiving any medical treatment as a result of the alleged issue. During the troubleshooting session, the patient reported that the subject meter was dropped in water. Replacement meter and supplies were sent to the patient. Based on the information provided, this case is classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. However, there is no evidence that the subject meter performed improperly since it was concluded that there was misuse of the meter.

Manufacturer narrative:
(Lot #): information not provided.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.